Event description:
It was reported that the pt had an infection and the device was explanted. Specifically, the healthcare provider observed a palpated infection (pinhead size) on the cicatrice above the trepanation for the lead (on the right side of the cranium). The sanious secretion and add-on skin maceration was removed. Additionally, the hosp observed skin redness around the trepanation and on the right side of the neck. The device was working properly and no anomaly was observed. The pt was okay.

Manufacturer narrative:
Additional information determined that the correct manufacturing site for this event is site # (B)(4).

Manufacturer narrative:
(B)(4).